Manufacturer narrative:
The patient's expiration was reported under medwatch MFR report number 2916596-2016-01686. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The event occurred at (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered subarachnoid hemorrhage. The patient was admitted to the hospital from (B)(6) 2016 due to neurological dysfunction. Adjustment to the patient's anticoagulant therapy was made. The patient subsequently expired on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until 05jul2017. The information at the time the pump was received was the patient collapsed due to a thromboembolic stroke and expired on (B)(6) (medwatch MFR report # 2916596-2016-01686). No report of the admission to the hospital from (B)(6) 2016 to (B)(6) 2016 due to subarachnoid hemorrhage and neurological dysfunction was received until 05jul2017. Evaluation of the returned pump post-explant did not reveal any deposition or thrombus formation in the returned portions of the inflow conduit or outflow graft. Examination of the returned pump also did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were identified through the analysis of the returned device. A direct correlation between the evaluation of the returned device and the reported neurological dysfunction could not be determined. The instructions for use lists stroke as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.